Event description:
A medtronic representative reported a stripped screw on a medium suretrak clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect suretrak clamp not returned to manufacturer for evaluation.